Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reported that the customer had successfully addressed the problem. Additionally, the field service engineer reconnected all cables located at the rear of the drawer. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, section g reporting office contact and report source, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.2 was not detected on bus. A field service engineer stated that prior to arrival, the customer had already resolved the reported issue. A hardware test application (hta) was run and all cables at the back of the drawer were reseated. The station was then restarted, and user successfully performed an inventory count without any errors. The system functioned as intended after the field service engineer troubleshot the device.